Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro vh-3500 jaws were not conducting energy. The power setting on the hemopro power supply during the procedure was 3.5. The cord was changed, and the power supply was changed, but the kit still wasn't working. A new hemopro device was opened, connected and worked. The case was completed smoothly. No harm to the patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 08/24/2022. An investigation was conducted on 08/31/2022. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the gray silicone insulation of the harvesting device jaws. There were no visual defects observed on the heater wire or the silicone insulation on both the jaws. An electrical evaluation was conducted.a pre-cautery test was performed per the instruction for use (IFU cv000006999) with a reference cable and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test; it did not produce visible steam during several activations over a period of 10 minutes but shut off when the toggle was released. The shaft of the device closest to the base of the jaws was warm to touch. The pre-cautery test was repeated 5 times while the cable connections were manipulated with the same failure observed. An activation and transection capability test was performed over five (5) repetitions using "max life test method stm2048073 rev aa. The device did not activate and did not transected tissue four (5) times . An engineer evaluation was conducted on (B)(6)2022. It was observed that while electrical energy was being delivered to the complaint vh-3500 hemopro tool, the jaws pivot point location on the shaft tip became extremely hot to the touch. This indicated that there was an electrical short in this section of the shaft tip. Next, to evaluate why the shaft tip was getting hot at the jaws pivot point location, the pivot and drive rivets were removed from the shaft tip. This allowed the removal of the jaws and attached wires from the shaft tip. Upon examination of the heating elements in the hot jaw, it was observed that there was physical damage to the proximal end of the heating element. The physical damage resulted in the proximal end of the center heater wire to contact the integrated welder. This caused an electrical short that was near the shaft tip, jaws pivot point. Based on the returned condition of the device, the evaluation results, as well as the engineer evaluation, the reported failure "failure to deliver energy" was confirmed. The lot # 3000243754 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.